Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intraperitoneal volume (iipv) that was found in the device logs. The cause of the iipv was determined to be insufficient drain, due to false empty detect and use error: inappropriate bypass of the low drain volume alarm. Labeling review found the labeling to be sufficient for the use error identified in this report. A service history review revealed no previous service events were related to the reported condition. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Additional information: baxter product surveillance contacted the nurse on (B)(4) 2011 regarding the increased intraperitoneal volume (iipv) found during evaluation. According to the nurse she was not aware of the patient's iipv event. Additionally, the patient never reported any symptoms of overfill. The patient was seen that day and has not reported any issues. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however, the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified in the therapy logs. The iipv occurred on (B)(6) 2010 during drain cycle 5. The patient's drain volume was 2817ml and the fill volume was 1700ml. This meets iipv criteria. No patient injury or medical intervention was reported. No additional information is available at this time.